Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm coyote fc balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.